Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of internal components revealed sheared teeth on the firing rack of the second instrument. Functionally the instrument was successfully loaded with loading unit. During the firing cycle, skips were audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. The shaft of the second instrument was noted to be broken. No abnormalities were noted with the first instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported condition. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into the emergency room (ER) with a gunshot wound. The surgeon did a low anterior resection. They used the powered stapler with the radial reload; however, the surgeon was not able to complete the firing. The lig ht-emitting diode (led) screen on the stapler showed green in lane 1 & 2. Lane 3 showed a yellow caution sign when the reload stopped firing. There was an incomplete staple line distally. They opened the manual staple and tried the black reload. Also did not complete fairing. Finally, they opened the linear stapler and got almost across with the green reload. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury. When then they look at the pictures of the linear stapler, they were not sure it fired all staples.